Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, coma and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It as reported by the patient that they went into the hospital on (B)(6) 2020 and was admitted for 4 days. The patient stated that they went into a diabetic coma. The patient stated that they felt insulin on their skin while wearing the pod. Their blood glucose levels were reading 1500 mg/dl. Patient was taken to the hospital. The patient was treated right away with insulin drip through intravenous therapy. Patient also received insulin manually through a pen.